Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had not been aware of any broken wires. Their notes indicated that all impedances were normal but that the patient had needed a battery replacement.

Manufacturer narrative:
Event date is approximate, the year is valid. Concomitant medical products: product ID 3889-28 lot# (B)(4) serial#, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that about 3 months ago she started going to the bathroom constantly (loss of therapy). Patient stated that the other day she reset her device to 2.1v but that hasn't helped. Patient stated that she went to make additional changes but cant get past poor communication screen. Patient successfully connected to her therapy settings after repositioning the antenna. On the call, the patient successfully changed from p2 at 2.1v to p3 at 3.6v and is comfortable. Patient will monitor symptoms now that change was made and will follow up with hcp if it doesn't resolve. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they had a follow up appointment with managing physician and discussed therapy concerns. On program 3 patient is still getting up 3-4 times a night and going a lot all day long. Patient stated a manufacturer representative (rep) was not present so it was patient's understanding the doctor was going have someone follow up with patient because doctor said there might be a bad battery and wanted patient to take x-rays. Redirected patient to discuss next steps with managing physician's office. Additional information was received from the patient. They reported that the patient was still on program 3 at 1.9 volts and reported that they have pressure and still getting up 4-5 times at night. Patient services reviewed programmer direction. During the process of switching programs it was determined that stimulation was off. With instruction the patient was able to turn stimulation on however the patient said that when it was slightly higher it was uncomfortable, and this is why they decreased the setting. The patient switched to program 4 and then while discussing the patient decided to decrease to 1.9 volts. The patient was going to monitor symptoms now that a change was made and adjust setting based on symptom result and comfort of stimulation sensation which the patient ca lls pressure. When and if needed the patient was to switch to program 1. The patient was to contact their healthcare professional to request arrangements to invite a manufacture representative to their appointment on (B)(6) 2020. In the meantime, they were going to track results so they can be reviewed at the appointment and to request the internal battery be checked. The patient called back saying since changing to program 4 they have felt pressure and wanted to change to program 3. The patient was walked through how to do so and stimulation is still on. Patient services sent a video tutorial to the patient on how to use the programmer. Additional information was received from the patient. The patient reported a continuation of the previously reported event. The patient reported they¿ve tried changing to program 2 and stated it would be comfortable at first but then the patient was still going to the bathroom all the time (bladder). The patient reported that program 2 was giving a lot of pressure. The patient indicated they had an appointment with their urologist that day and stated they wanted to try changing to program 1 before that appointment. The patient stated that they have tried increasing and decreasing stimulation and ¿going to the middle¿ on program 2, mentioning that they¿ve tried increasing stimulation to 5.0 v on program 2. The patient stated that decreasing the stimulation had not helped with the pressure. They stated they ¿let it go¿ for a couple of days but reported it¿s a lot of pressure. The patient noted they had never tried program 3. Patient services reviewed how to change programs and increase/decrease stimulation. Patient services also reviewed how to change programs and increase/decrease stimulation. The general use of the 3037 programmer and a therapy overview was also reviewed. The patient stated on the call they were at program 2 at 0.3v and that they were still feeling pressure at this setting. The patient stated they had stimulation at 0.9v on program 2 before but they had still been feeling pressure and they had to go to the bathroom a lot so they decreased the stimulation to 0.3v. While on the call, the patient changed to program 1 at 2.7 v and confirmed feeling stimulation comfortably. The patient was going to monitor their symptoms now that a change had been made and were going to discuss with their health care professional (hcp) at their appointment later that day. The patient confirmed that this was all a continuation of the event that was previously reported in this case. Additional information was received from the patient. They reported that their wires were broken on the first system. The patient wasn't getting relief of symptoms so the representative saw them. The representative said the wires were broken and they needed a new system. The patient saw the doctor and they agreed with the representative. The patient got the new system.